Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. Only a small section of the catheter was returned. Approximately 3.5 cm section of blue catheter was returned. There was a kink in the center and both ends have extensive damage. A prod-specific discrepancy that could have been caused or contributed to this observation was not observed during out lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the prod that was released fro distribution. Investigation conclusions: we could not conduct a complete investigation because only a portion of prod said to be involved was returned for eval. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscopic position or progression of disease state, we could not reproduce the actual conditions fo product usage during out lab analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to resistance in removal of the balloon from the accessory channel is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. The activity will aid in endoscopic passage and balloon preservation. The instructions for use direct the user to apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Then, the user is instructed to remove the deflated balloon from the accessory channel. The application of a vacuum will aspirate all residual fluid from the balloon and ease removal of the balloon from the endoscope. If these instructions are not followed, this could have contributed to the reported observation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the qual engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. After a difficult dilation case, the balloon got stuck in the accessory channel of the gastroscope. After the dilation procedure, there were air and water residue inside the balloon and the endoscopy trainee had kinked the catheter. To remove the balloon from the channel, the gastroscope was removed with the balloon still in the channel. The balloon catheter was cut cleanly towards the inflation port and the entire device was pulled away from the tip of the gastroscope and removed. The device was inspected to ensure nothing was missing and it was complete before it was discard. The dilation site was checked to ensure adequate dilation and no piece of the device was left in the pt. It was reported that articulare gastroscope was not asked to be manually brushed before reprocessing. When the same gastroscope was used on two other pts for diagnostic gastroscopy, there were no issues. When the gastroscope was used on a third pt and the accessory channel was used. The operator experienced slight resistance while advancing a biopsy forceps through the accessory channel. They pushed the forceps through the channel and a piece of plastic dislodged into the pt's stomach. The piece of material was retrieved endoscopically with the biopsy forceps. The dislodged piece of material was removed from the third pt using forceps, a section of the device did not remain inside the pt's body. Other than the removal of the loose material, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.